Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: one device was received and evaluated for the complaint regarding the needle button released event. The device was inspected, and the needle mechanism functions were tested and were verified to have operated as intended. The complaint could not be confirmed for the device.

Event description:
The patient reported that the needle button popped out this morning and this is the third occasion since (B)(6) 2021. The patient stated that when she presses down on the needle button during initial needle insertion, she presses on the whole button.